Event description:
The patient clarified that the issue has been ongoing since implant. She indicated that this is a recurring problem. If she gets too close to a computer, it causes computers to "lock up" or shut down. The issue is ongoing. The patient noted that nothing has been done about this issue. The patient thought that it was the implantable neurostimulator causing this issue. The issue was clarified to mean that the implantable neurostimulator was affecting the external devices.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that ever since the implant was implanted the pt has had problem with electronics. Pt claims that they have ruined two brand new computers within the last month. The second computer locked up this morning. Pt stated it happens when they get too close to the computer. Pt stated that if the battery pack gets too close to a tower "it goes up". The patient was redirected to their healthcare provider to further address the issue. Patient services (pss) was unable to receive pt's hcp information for the pt disconnected the call. Due to pt disconnecting from the call pss was unable to gather any further information from the call.